Event description:
Pt's mom stating no medication is being pushed out of the pump. The spring is not pushing the medication out of the syringe, the pump is old according to mom. Serial number is unknown. No adverse events reported. Reported to (B)(6) by: patient/caregiver.